Event description:
Olympus was informed that during a transurethral resection of the prostate, the tip of the forceps broke off inside the pt. The tip was retrieved. The procedure was able to be completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation could not confirm the reported device event. The tip of the device was intact. However, the jaw was not working due to a missing screw on the handle. The device was repaired and returned to the user facility.